Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision of trident polyethylene liner originally implanted on (B)(6) 2004. Initial reason for revision was recurrent dislocation. Intraoperatively, it was noted by the operating surgeon that the surrounding tissues looked abnormal and discoloured. Surgeon requested evaluation of explained liner and head for wear as there was concern that the surrounding tissue may have reacted adversely to poly wear.

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event. Review of the device history records indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. The complaint databases were reviewed from date of manufacture of the reported lot to present for similar reported events regarding dislocation. A visual inspection was performed as part of the material analysis report. Scratching and burnishing were observed on the articulating surface and are commonly identified damage modes in uhmwpe inserts. The insert material was discolored. Yellow discoloration has been attributed to in-vivo absorption of synovial fluid. Explantation damage was also observed. There was no evidence of white flake band on the insert that could indicate signs of oxidation. Medical review noted no evidence of poly wear on the explant. This indicates that poly wear wasn¿t a relevant factor in the recurrent dislocation.

Event description:
Revision of trident polyethylene liner originally implanted on (B)(6) 2004. Initial reason for revision was recurrent dislocation. Intraoperatively it was noted by the operating surgeon that the surrounding tissues looked abnormal and discoloured. Surgeon requested evaluation of explained liner and head for wear as there was concern that the surrounding tissue may have reacted adversely to poly wear.